Event description:
Customer was hospitalized with dka. Troubleshooting indicated the device was working properly. The customer had a site infection and was recently taken off a medication called glucafage, which the doctor said would affect customer's bgs.instructed to change set and rotate the insertion site.